Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer and additional details of the event (section b3 & b5). The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The cause of the broken tip cannot conclusively be determined, however, based on the damage pattern, the damage to the insulation insert was potentially caused by thermal and/or mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. As a general note, signs of fatigue or pre-damage such as minute cracks are often hard to spot. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To mitigate the risk of injury to the patient and device damage, the instruction for use provides the following: - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. - visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. - visually inspect the ceramic insulation at the sheath¿s distal end before each use. - do not use the instrument in case of damage (e.g., cracks, fractures). - impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor complaints related to the device and reported phenomenon.

Event description:
The customer further reported the damage to the sheath was found during supply center inspection. Not used in cases.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, a portion of the ceramic insulation at the distal tip of the device was fractured and broken off. The inspection also noted the yellow seal has cracks, the guide screw is loose and the cap is loose. The cause of the broken off ceramic insulation is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed via repair request the customer inner sheath has a damaged apex. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.